Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon could not be deflated after inflation. Per follow up information received via ibc on 09jun2022, it was stated that the issue happened during pretest.

Event description:
It was reported that the foley catheter balloon could not be deflated after inflation. Per follow up information received via ibc on 09jun2022, it was stated that the issue happened during pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. A potential root cause for this failure could be inadequate pressure on the machine to punch. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.